Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during pd therapy as reported by a medical professional. Poor aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a staph infection on their hand. The patient also has colitis and diverticulitis. The patient has also been using antibiotics. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6)2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 968/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 2000 mg every three days for two weeks. The pdrn clarified the patient did not have a staph infection in a hand, as stated in the initial reporting, rather the peritoneal infection was caused by touch contamination with the patient's hands. Additionally, the patient¿s diverticulitis and colitis were due to comorbidities that were unrelated to pd therapy. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a staph infection on their hand. The patient also has colitis and diverticulitis. The patient has also been using antibiotics. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6)2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 968/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 2000 mg every three days for two weeks. The pdrn clarified the patient did not have a staph infection in a hand, as stated in the initial reporting, rather the peritoneal infection was caused by touch contamination with the patient's hands. Additionally, the patient¿s diverticulitis and colitis were due to comorbidities that were unrelated to pd therapy. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.